Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Evaluation summary: it is unknown whether the dome impactor was assembled to the universal handle and impacted properly per instructions in the surgical technique. Improper assembly and use could have lead to the reported fracture but the root cause cannot be determined with certainty at this time. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be re-opened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that as the surgeon was impacting a continuum liner, the yellow dome impactor fractured into pieces.